Event description:
It was reported that an unspecified number of needle 18ga 1-1/2in sb tw experienced foreign matter contamination which was noticed prior to use. The following information was provide by the initial reporter: having inspected other needles with the same lot number as the needle from the original complaint, one more black mark/piece of dirt was found. This time the defect was still within the packaging, but not directly on the needle itself.

Manufacturer narrative:
This MDR has been identified as a duplicate of MFR report #: 3002682307-2019-00560 and should therefore be disregarded. Any additional information regarding the reported product defect/incident may be found under MFR report #: 3002682307-2019-00560.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 18ga 1-1/2in sb tw experienced foreign matter contamination which was noticed prior to use. The following information was provide by the initial reporter: having inspected other needles with the same lot number as the needle from the original complaint, one more black mark/piece of dirt was found. This time the defect was still within the packaging, but not directly on the needle itself.